Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported issues. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.50 x 8 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. During preparation there was no problem removing the protective sheath however, they did have difficulty removing the stylet. The physician decided to not use this bdc in the procedure. The physician did decide to test the bdc outside of the patient and when he inflated the balloon, contrast leaked out. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.